Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action, but returned product testing found the device did perform as described in the field action. Product event summary: the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) was explanted and replaced due unexpected longevity - end of service (eos) triggered. No patient complications have been reported as a result of this event.